Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely due to stress of repeated use, external factors or handling of the device, the image sensor unit was damaged (i.e. Disconnection) or a part mounted on the electrical circuit board (i.e. Integrated circuit (ic) chips and capacitors) was broken, which may have resulted in the subject event. The event can be detected/prevented by following the instructions for use which state: it was confirmed that instructions, operation manual, chapter 3 ¿preparation and inspection¿, section 3.8 ¿inspection of the endoscopic system¿ describes how to inspect for the subject event. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the flex deflectable videoscope had image failure (image noise when connected to the device for the first time, blackout when connected for the second time, and no abnormality when connected for the third time. There were no reports of patient harm.

Manufacturer narrative:
The device was returned and the evaluation found that a b30(scope communication error) occurred due to damage on the charged coupled device unit and dirt on the electrical contact of the video plug. Should additional relevant information become available, a supplemental report will be submitted.